Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s cgm was reading 49 mg/dl. The patient was asymptomatic and he self-treated with orange juice. Despite treatment, the patient¿s cgm value did not rise. The patient tested his bg meter reading, which was 418 mg/dl while the cgm was reading 47 mg/dl. The patient was wearing an omnipod insulin pump. The patient started to feel like he had the flu, which he reported was as normal symptom when his bg level was high. The patient then went to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was high mg/dl while the cgm was reading 421 mg/dl (however, the cgm device can not provide a numeric value over 400 mg/dl). The patient was treated with IV fluids and an IV insulin drip. The doctor removed the patient's sensor as well. The patient was discharged home after approximately 9 hours with a bg meter reading of 110 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.